Event description:
It was reported that this insertable cardiac monitor (icm) had a premature battery depletion due to battery voltage dropped rapidly. It was advised to return the icm for further analysis. It was also noted that the patient opted not to have the icm replace. The icm remains in service and no adverse patient effects were reported.